Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip fell apart in the patient leg. The harvester removed the device and extracted the pieces of the device inside the patient. A second kit was opened and the procedure was completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of blood were evident on the c-ring. It was observed that the metal retention rib was detached from the c-ring. The c-ring remained attached to the scope wash tubing. The c-ring appeared intact and not transected. Microscopic inspection showed that there were residues of adhesives on the grooves of the metallic retention rib that used to be connected to the c-ring. Evidence of adhesive residues indicate manufacturing procedures were followed (mpi2042813 c-ring bonding). There is no evidence of incorrect assembly. The complaint was perceived and reported as break, cring cut, however, based on the returned condition of the device and the results of the investigation, the reported failure mode "break, c-ring cut" was not confirmed. The analyzed failure mode ¿break ¿c-ring assembly detached¿ was confirmed. The DHR for the cannula subassembly was reviewed. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring fell apart in the patient leg. The harvester who performed the procedure said that the c-ring came loose from its attachments but no pieces fell inside the patient and no extraction was required. A second kit was opened and the procedure was completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring fell apart in the patient leg. The harvester removed the device and extracted the pieces of the device inside the patient. A second kit was opened and the procedure was completed. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: event or product problem changed to "product problem". Type of report: changed to malfunction. (B)(4).